Event description:
The physician noticed that the patient's atrium for chest tube failed overnight and the patient's pneumothorax increased which resulted in a dropped left lung. The physician replaced the atrium with a new one stating that sometimes the valves on these devices fail.